Manufacturer narrative:
All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 2k91-32 that has a similar product distributed in the us, list number 2k91-33. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated architect ca 19-9xr result for a patient. It is not known if the patient has been diagnosed with pancreatic cancer. The following data was provided: on (B)(6) 2024, sid (B)(6): initial serum result = 45.41 u/ml; after re-centrifugation result = 3.08 and 3.02 u/ml; plasma sample result = 2.96 u/ml. No further patient information could be obtained. The ca 19-9 result was reported as 3.08 u/ml. No inquiries from clinicians. There was no impact to patient management reported.

Event description:
The customer reported a falsely elevated architect ca 19-9xr result for a patient. It is not known if the patient has been diagnosed with pancreatic cancer. The following data was provided: on (B)(6) 2024, sid(B)(6). Initial serum result = 45.41 u/ml; after re-centrifugation result = 3.08 and 3.02 u/ml; plasma sample result = 2.96 u/ml no further patient information could be obtained. The ca 19-9 result was reported as 3.08 u/ml. No inquiries from clinicians. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A ticket search for complaints for reagent lot 61047fp00 did not identify an increase in complaint activity related to the issue under review. Ticket trending review did not identify any related trends. The device history record was reviewed and did not identify any non-conformances or deviations associated with lot 61047fp00 and complaint issue. The overall performance for architect ca 19-9xr reagent lot 61047fp00 was reviewed using worldwide data from customers in the field. Review of the data associated with reagent lot 61047fp00 indicates the patient median is within the established limits, therefore, no unusual reagent lot performance was identified for lot 61047fp00. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for architect ca 19-9xr reagent lot 61047fp00.